Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) requesting a replacement for onetouch ultra2 meter. The patient indicated that the subject meter got wet during a flood. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with oral medication. The patient claimed the power issue began 1 week ago. It is not known if the patient was able to obtain his blood glucose readings after the product issue began. Sometime after the subject meter stopped working, the patient reportedly had symptoms of "dizzy and sweaty." The patient did not take any action and did not receive any treatment. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms, and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know if the patient was able to test his blood glucose as usual with his wife's meter after the product issue began. This complaint is being reported because the patient claimed he had symptoms that can be associated with hypoglycemia after he could not test his blood glucose on the subject meter due to a product misuse issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.